Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). On (B)(6) 2018, the result from the laboratory was 3.42 inr and the result from the meter was 5.6 inr. On (B)(6) 2018, the result from the laboratory was 2.76 inr and the result from the meter was 4.1 inr. The laboratory used sta neoplastin ci plus reagent. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. Relevant retention test strips (lot 294944) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing (B)(6) bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.